Event description:
The user facility alleged that the endotracheal tube holder started to lift away from the patient's face near the upper lip pulling the endotracheal tube partially out. The patient was reintubated with no compromise.